Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating issues with their sensor. The patient's blood glucose was 47 mg/dl at the time of the call. The customer treated their blood glucose with food. The customer stated that two sensors did not work out of the box. The incident occurred three days prior to the call. The customer states that the issue was resolved by changing the sensor. The customer did not return the product back for analysis.